Event description:
Pt was diagnosed with nasal obstruction secondary to vasomotor rhinitis and middle inferior turbinate hypertrophy. Procedure performed in or combined bilateral resection of concha bullosa (hollow bone in the middle turbinate) as well as somnoplasty to the inferior turbinate. During the early postop period, pt developed exaggerated nasal mucosal edema and reaction, which eventually presented as extensive crusting. On 12/23/1999, debrided of nasal cavities finding extensive necrosis of the left inferior turbinate, with early necrotic change involving the right inferior turbinate. Treating physician stated that the technique used was basically the same approach the physician has been using in the outpatient setting since physician obtained out somnoplasty equipment in july. The treat physician further stated that physician did not inject the inferior turbinate with local anesthesia, at all prior to the application. The somnus medical director spoke with the treating physician on 01/21/2000 after receiving the letter dated 01/04/2000 describing the events. The treating physician sent a follow-up letter 04/04/2000 stating that physician felt this case was an untoward reaction to inferior turbinate somnoplasty. The healing process took significant time, as the initial procedure was performed on 12/10/1999, with essential return to normal status three months thereafter. The pt's airway is satisfactory, although pt continues to be troubled with allergic and non allergic rhinitis symptoms. The treating physician states that the somnus equipment (electrosurgical generator and tissue coagulating electrode) did not malfunction in any way.